Event description:
Info received indicates the hi/low drive brake is drifting.

Manufacturer narrative:
The tech found the drive brake was worn and dirty. The tech cleaned and degreased the drive assembly to repair the bed.